Event description:
It was reported via repair work order that the fowler was drifting due to a faulty motor. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted with evaluation results which determined the fowler was drifting due to a faulty motor.

Event description:
It was reported via repair work order that the fowler was drifting. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.